Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - complaint confirmed via inspection of the returned unit. Investigation showed that the lock had rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause - there was movement present in the lock and required replacement of worn internal parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the distal joint on mayfield modified skull clamp (a059) the rocker arm was loose under load. No patient injury or surgical delay has been reported.